Manufacturer narrative:
Investigation summary: no photos and samples were returned for investigation. The complaint could not be confirmed, and root cause could not be determined. If samples are received in the future the complaint will be re-opened and re-investigated. DHR review: syringe DHR batch # 7048124. Reviewed syringe DHR and no abnormality found during production. No quality notifications was raised for the reported batch. Investigation conclusion: root cause could not be determined as no photos and samples returned for investigation.

Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the box of bd syringe luer-lok¿ had significant amounts of damaged syringes. The plastic had broken bits inside the sealed syringe pack. Found before use. No reports of serious injury or medical intervention noted.